Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying an unknown/unspecified error message . The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unspecified time. The patient claimed he manages his diabetes with pills and diet/exercise. Despite the alleged issue, the patient claimed he continued to administer 1 pill of metformin and glyburide in the morning and evening. According to the cca documentation, on the day the alleged issue began, the patient indicated he skipped eating that morning. The patient reported 6 hours after the alleged issue began, he became shaky, disoriented, and weak. In spite of his symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter and the cca resolved the alleged issue with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.